Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and atypical power cable disconnect alarms were confirmed via the submitted log file. The reported events of broken bend reliefs on both power cables and of the system controller serial number being worn off of the label could not be confirmed as the system controller was not returned for analysis and no photos were submitted for evaluation. The submitted log file contained approximately 2 days of data (16dec2020 ¿ 18dec2020 per the timestamp). A backup battery fault associated with the backup battery being expired was active throughout the log file. The log file also captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2020 from 8:34:17 to 9:31:52 due to the rsoc voltage on the black power cable dropping to approximately 0v while connected to a 14v battery. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided indicated that there have been no further alarms reported since the controller was exchanged. The exchanged controller was reported to have been discarded. The root cause of the backup battery fault alarm was determined to be the use of an expired backup battery. The root cause of the reported atypical power cable disconnect alarms, broken bend reliefs, and worn serial number could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed as the serial number of the product is unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was reported to be unknown by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had odd power cable disconnect alarms. It was also noted that the bend relief on both cables were broke. The controller was exchanged. A log file analysis was performed and found yellows wrench/backup battery fault events. There were noted to be several power cable disconnects not associated with power source changes. There were reported to be no additional alarms post controller exchange. No additional information was provided.